Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External optim insulation abrasion was noted at 13.7-14.1cm from the connector pin, consistent with lead friction to the device can. The silicone insulation was intact at this location.

Event description:
It was reported that the lead was explanted and replaced due to an insulation abrasion and decreased pacing lead impedance. Patient was in stable condition post-procedure.